Event description:
It was reported that the 9800 system had a charger failure error message and the printer was jammed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries and printer were replaced during the service call. The system was tested and found to be working as intended and put back into service.